Event description:
During a platelet apheresis procedure using the baxter amicus cell separator, the operator noticed hemolysis in the donor's plasma in the kit lines and plasma collection bag. Immediately before stopping the procedure a second operator noticed that the middle and right cassettes were "contaminated" with red cells. The procedure had run for about 30 minutes processing 1431 ml of whole blood. 200 ml of acd were used and 383 ml of saline were infused. During and after the procedure, the donor felt fine however, a urine collected post-procedure was red and had occult blood and protein. Blood specimens were collected for additional testing and the donor was admitted to the hosp overnight. Baxter was notified of the event. This piece of equipment had been serviced the night before and this was the first use after service. The same kit lot# had been used several times for other collections. Baxter is participating in evaluating the event, kit, and equipment involved.